Event description:
Coopervision was made aware of a patient on (B)(4) 2013 who complained of sensitivity to light, pain, blurriness and decreased vision. The patient was seen by an eye care practioner (ecp) on (B)(6) 2013 who described complaint recent blurry vision left eye and discomfort. Upon examination, staining was identified in the left eye as continuous in the central cornea. No treatment was provided to preclude permanent injury. No cultures were taken. Artificial tears, contact lens rest and follow-up were prescribed. In an email response received by cooper vision on (B)(4) 2013, the patient's mother further related the patient to have corneal swelling, a scratched left eye, and the inability to wear contact lenses. The ecp returned the medical questionnaire dated (B)(4) 2013, in which the ecp indicated that it is unknown whether permanent impairment of eye function or permanent damage to body structures had occurred but, did indicate that there is a temporary decrease in visual acuity and that the condition was unresolved upon follow up. Corneal swelling and scratched left eye were not described. Lenses were returned to coopervision for inspection and no defects were found. The complaint is unconfirmed. Coopervision is reporting this event in an abundance of caution because it is unknown if the temporary decrease in visual acuity (as noted unresolved upon follow-up) will progress to a permanent impairment of eye function or permanent damage to body structure.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.